Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. No additional event or patient information is available. The receiver data log was reviewed on 01/16/2017. The complaint of inaccurate cgm values was confirmed via data. A root cause could not be determined. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test passed. A pairing test was performed and the test passed. A voltage test was performed and the test passed. The customer complaint could not be confirmed with transmitter testing; however, a review of the shared data log confirmed the reported event of inaccuracies. A root cause could not be determined.